Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day post implant, the patient's right ventricular (rv) lead was failing to capture. A chest x-ray was performed which showed the rv lead had dislodged. The patient was asymptomatic. The lead was re-positioned on (B)(6) 2021. The patient was stable throughout.